Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. G2/g2 express/g2x/eclipse: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year six months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Event description:
It was reported that approximately one year six months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2013), g3, g4, h6(device: 1528, 2907, 3009). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year six months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was deployed for the patient with bilateral pulmonary embolism and deep vein thrombosis. The filter was tilted, and post-filter placement venography demonstrates the arms of the filter was partially in the left renal vein. Thus, a decision was made to attempt the retrieval of this filter and replacement of new filter. The right internal jugular vein was accessed. Multiple attempts at erecting (from above and below) and capturing the filter, using the capturing cone, combination of different snares, deflecting wire and alligator forcep, were all unsuccessful. Contrast injected showed that the filter appeared more upright, however, there was one arm in the right renal vein. Therefore, a decision was made to leave the filter as in. Approximately, one year six months of post-deployment, the patient complaints of right upper quadrant abdominal pain, a computed tomography (CT) abdomen with contrast was performed and it revealed some of the limbs of the filter extend well beyond the margins of the cava. The filter was tilted anteriorly. The apex of the filter was likely embedded in the wall of the inferior vena cava or endothelialized. There are two legs sitting close to one of the vertebral bodies. Around, eight months later, the patient was scheduled for the filter removal due to pain, the right internal jugular vein was accessed. An inferior vena cavagram was performed, which showed no evidence of a clot within the filter. The hook of the filter was embedded in the anterior aspect of the inferior vena cava. A sos catheter was advanced over the benston wire. Then the benston wire was exchanged with a 0.035-inch terumo glide wire and passed under the hook. Glide wire was snared, using a 15mm gooseneck snare. Afterwards, the filter was engaged, and the entire filter system was removed. A post inferior vena cavagram was performed which demonstrated a small amount of extravasation of contrast at the level of the right renal vein. Therefore, a 14mm maxi balloon and a coda balloon were inserted and inflated at and below the level of the perforation and inflated each time for 5 minutes. A computed tomography (CT) venogram was performed and it demonstrated a small amount of retroperitoneal hematoma at the level of the perforation with a small amount of extravasation of contrast. Therefore, the investigation is confirmed for positioning issue, perforation of the inferior vena cava (ivc) and retrieval difficulties. However, the investigation is inconclusive for filter migration, filter limb detachment and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Eclipse: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. H10: d4(expiry date: 07/2013), g4, h6(device: 1528, 2907, 3009). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.